Event description:
The reporter stated the surgeon attempted to use a aq2010v three piece silicone lens. The lens was damaged in the delivery system. The surgeon was advancing the lens when he noticed the plunger had overridden the lens. The lens did not have pt contact. The reporter stated it was due to loading error. There was an attempt to use another lens, see MFR# 2023826-2009-01109. A third lens was implanted, same model, different diopter size.

Manufacturer narrative:
(B) (4). (B) (4). Results: a visual inspection of the returned product found lens returned inside cartridge. No visible damage to cartridge. There was evidence of clear surgical residue on the cartridge. (B) (4).